Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 9, 2022.

Manufacturer narrative:
This report is submitted on november 30, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was electively explanted (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery.